Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold and a loss of capture were noted on the right atrial (ra) lead. The sensing and impedance measurements were stable and in range. The device was reprogrammed and the patient was stable with no consequences.